Manufacturer narrative:
Patient information: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens initial reporter information: unk. Device evaluation: the lens was returned in liquid, in the lens vial. Visual inspection found that there was only a small portion of the lens returned. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A piece of a cc4204a intraocular lens, diopter +21.5 was returned. On the box was written, "tore not implanted." Attempts to obtain additional information have not been successful.